Event description:
Received report of a clave port that remained in the open position after use. No specific patient information was availble, but it was reported that an adult patient had a peripheral primary line of unspecified hydration solution connected to an extension set. At some point during the infusion, it was noted that the connection between the primary line and the extension set was leaking IV fluid. There was no reported bleed back. When the connection was checked, the clinician had disconnected the primary line from the extension set and found that the clave port on the extension set had remained in the open position. The extension set and primary tubing set were changed and the infusion resumed with no further problems. There were no reported adverse patient effects. Additional information was requested, but no further information was provided.